Event description:
Additional information received indicated high capture threshold was observed on the right ventricular (rv) lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise and oversensing was observed on the right atrial and right ventricular channels during an in clinic follow-up. Pocket manipulation was performed and the noise was reproducible. The physician alleged the noise and oversensing relating to the endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021, could not be ruled out. No additional intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored. Related manufacturer report numbers: 2017865-2021-28550, 2017865-2021-28079.